Manufacturer narrative:
The original implanting surgeon did not place the right tmj devices in their intended positions. A second surgeon removed the malpositioned devices and placed revision components. Multiple MDR's were filed for this event (see associated report 2031049-2020-00060).

Event description:
The patient's right tmj devices were removed due to malposition.